Event description:
Spontaneous call; pt states that 2 cassettes lot# 4163625 [both) caused mixing issues, not allowing her to infuse and lost 2 days worth of medication. No other information known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.